Manufacturer narrative:
The t:slim g4 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridges were filled with more than 300 units. The customer loaded a new cartridge successfully; however, received an inaccurate fill estimate. Reportedly, the insulin gauge displayed 100 units. The customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 154 mg/dl.